Manufacturer narrative:
The field svc rep (fsr) could not duplicate the reported issue. The fsr tested the epgs, downloaded the epgs logs and all checked good. The fsr replaced the oxygen (o2) sensor as a precautionary measure. The unit operated to manufacturer specifications and was returned to clinical use. The suspect o2 sensor was returned to the manufacturer for further eval. Laboratory eval could not confirm the complaint as the epgs system was not returned. The returned o2 sensor met performance specifications during laboratory eval. The measurement of the d/c output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.6/volts which is within the specification of 0.55-2.758 volts. Data log file does not indicate how long it takes the fio2 to reach a set point. If add'l info becomes available on this complaint that would alter the facts and /or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fractionated of inspired oxygen (fio2) was taking too long to come up (six to eight seconds). The device was not changed out, as the customer used the epgs for the whole case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.